Event description:
It was reported that the external pulse generator had a broken case. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were broken. However it was also noted that the side bail covers and battery drawer were broken, one case screw and side bails were missing, the battery contacts were compressed, the display was out of electrical specification with missing pixel segments, the main printed circuit board (pcb) was out of electrical specification failing the battery removal test. (B)(4).